Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the low battery advisory alarms were triggered on both 02apr2026 and 07may2026, even though the power supply was adequate. The alarm sometimes was able to be reproduced when the system controller¿s bend relief was lifted. The patient¿s batteries and battery clips were exchanged before the second alarm in may. The hospital was concerned that this may indicate an underlying issue with the system controller, as the event recurred after just 1 month. As a result, they decided to replace the primary system controller with the backup controller.